Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high frequency electrosurgical unit exhibited error e006 repeatedly during use in a transurethral resection in saline (turis) procedure that uses as electrolyte solution. The therapeutic procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This assessment has been created due to closure of update request ur-. A review of the complaint file has been completed. No new reportable findings have been identified, no change in the reportability. And no emdr/sr is required at this time. If additional information becomes available, then it will be re-assessed for reportability and to determine if an emdr/sr is required.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.